Event description:
It was reported that during a primary surgery, when the implant was opened from the sterile package prior to any attempts at implantation, the implant was broken. An immediate back up was available.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding crack/fracture involving a how fem/dist centralizer 17mm was reported. The event was confirmed. Method and results: device evaluation and results: the returned device was confirmed to be fractured on one side of the centralizer. A material analysis was performed and concluded: "the part broke from an overload applied from one side. No material or manufacturing defects were observed on the surfaces examined." Medical records received and evaluation: a medical review was not performed because insufficient information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: a material analysis was performed and no material or manufacturing defects were observed on the surfaces examined. A review of the event by both packaging and manufacturing cells determined that the issue was not as a result of the packaging or manufacturing process.

Event description:
It was reported that during a primary surgery, when the implant was opened from the sterile package prior to any attempts at implantation, the implant was broken. An immediate back up was available.